Event description:
The customer reported an ECG failure during flight. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported an ECG failure during flight. There was no negative patient impact. The device and accessories were sent to the philips bench for eval. The reported symptom could not be reproduced. The cables were further evaluated by a quality engineer with no issues noted. The device's ECG bandwidth configurations were also checked and were on the proper settings. The device passed all testing and was returned to the customer site for use. We are unable to determined the cause of the reported symptom as the issue could not be reproduced.